Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon evaluation it was noted that the controller had a dim pump running led and damaged backup battery ribbon cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported dim green pump led and damage to the backup battery ribbon cable were confirmed via product testing. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately 3 days ((B)(6) 2021, (B)(6) 2000 per timestamp). Events occurring on (B)(6) 2000 are from when the system clock was not set. There were no notable alarms in the log file related to the reported events. During product testing it was observed that the backup battery connector of the controller was disconnected from the pins of the connector. A replacement backup battery connector was used for testing. A dim green pump led was also observed while the controller was connected to power. Despite the observed findings, the controller was able to operate as intended and passed all testing. The root causes of the reported events was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#:(B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.